Event description:
The patient had not been getting pain relief since the new pump was implanted; he had less than 50% pain relief; he did not have any other symptoms. The pump managing physician increased the dosing from 11.3 mg/day of morphine to 14 mg/day in an attempt to combat the decrease in device effectiveness. The patient was referred for a dye study and possible catheter replacement. On the date of this report, the patient was taken to surgery. When the physician opened the pump pocket and removed the existing pump from pocket it was securely connected to the catheter. A 0.01 ml prime was performed with pump disconnected from catheter and drug was observed at tip. Per the physician, the rotor study showed that the pump was functioning as intended. The physician then attempted to aspirate the catheter and was unable to withdraw any fluid, so he proceeded with catheter replacement. No obvious issues with the existing catheter were noted on x-ray. When the physician removed the existing catheter at the spine incision, he noted no fluid was present in the spinal segment. He believed that the catheter may have either slipped out of the intrathecal space or the catheter lumen was "slow" due to the types and concentration of drugs present in the system. The existing catheter was completely explanted and replaced with a new catheter. The patient¿s dose was lowered to 3 mg/day for morphine. The new catheter was primed. The patient was being admitted for overnight observation. The patient status was reported at ¿alive ¿ no injury¿. The device system was delivering morphine (50 mg/ml), compounded baclofen (1000 mcg/ml), clonidine (1000 mcg/ml), and bupivacaine (20 mg/ml). As of (B)(6) 2015, the patient was still in the hospital as they were managing his dose. He had been increased up to 9 mg/day of morphine so far. The patient was being referred back to his pain management doctor for further dosing of the pump.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).